Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation result. The additional evaluation of the subject device by omsc confirmed a discoloration of almost all glues, but the phenomenon reported from the user facility did not reproduce. The exact cause of the reported event could not be conclusively determined. However considering the leakage at the distal end, it is surmised that the shirt-circuit in the electric of the ccd (charge coupled device) temporarily caused loss of the endoscopic image.

Manufacturer narrative:
The subject device was returned to olympus medical systems corp. For the evaluation. In the evaluation, there was the following abnormality. Air leak from the distal end. The bending section rubber was scratched. The adhesive of the bending section rubber was missing. As the evaluation is in progress, the exact cause of the reported event could not be conclusively determined at present. Omsc reviewed the manufacturing history of the subject device and confirmed no irregularity. If additional information is received, this report will be supplemented.

Event description:
Olympus was informed that the endoscopic image of the subject device disappeared during a laparoscopic surgery. The facility replaced the subject device with a similar but different olympus laparoscopic and completed the procedure. There was no patient injury report.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code".